Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported occlusion alarms occurred. Reportedly, the pump was being worn against the customer's skin. Blood glucose level was 377 mg/dl. Reportedly, the customer changed out the supplies to resolve the issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the cause of the reported issue was unknown; however, a different issue was identified.